Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that the catheter cuff came off during hemodialysis treatment. No patient injury.